Manufacturer narrative:
Samples received: none. Analysis and results: list of batches of this reference supplied to the end customer in 2016: 115245, 115262, 115112, 115123 and 115405. Review of each of the batch manufacturing records of the five batches supplied to the customer in 2016 was completed and all had a normal process, all met product requirements. Batch 115245: (B)(4) units manufactured and distributed. There are no units in stock. Batch 115262: (B)(4) units manufactured and distributed. There are no units in stock. Batch 115112: (B)(4) units manufactured and distributed. There are no units in stock. Batch 115123: (B)(4) units manufactured and distributed. There are no units in stock. Batch 115405: (B)(4) units manufactured and distributed. There are no units in stock. Without any sample or picture showing the defect, a complete analysis is not possible. Final conclusion: without samples there is no possibility of studying if the affected product does not fulfill the specifications. In consequence, a proper analysis cannot be done. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: there is a CAPA open related to the defect described in this complaint. This complaint is included in this CAPA, the possible batches involved were manufactured previous to the implementation of the different actions.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device registered within the u.s. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). When the customer used the product in surgery, he found the 1 suture was missing. After seeking the missing suture, the customer finally noticed that the foam of the package shows no suture was packed. This product should have 8 sutures, but the customer assumed that this product had only 7 sutures in a package. Reason for vigilance suspicious: due to the missing needle, the hospital staffs had to search for it in a operation room and the operative field during the surgery.